Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a j tube. The customer reports that while placing one of the products in interventional radiology that the blue cap came off during the procedure and the feeding tube went into the patient. The customer reports they were able to retrieve the tube using a snare device.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.